Event description:
It was reported that the olympus evis exera iii bronchovideoscope was used on animals at a veterinary specialty clinic and then later distributed for use on human patients. This report is being submitted to capture the potential of cross contamination risk from the subject device. There has been no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being updated to report additional information provided by the customer.

Event description:
Update: new information provided by customer: the scope was used on five patients. There were no concerns with cross contamination within the facility. On (B)(6) 2021: naso-pharyngeal stricture/rhinitis/feline herpes. On (B)(6): extensive mass/neoplasia/could be cryptococcus. Not confirmed. On (B)(6) 2021: nasal foreign body. On (B)(6) 2021: nasal foreign body. On (B)(6) 2021: tracheal collapse/possible airway collapse vs. Aspiration pneumonia. Reprocessing procedures: we clean them manually: flush and soak in enzymatic cleaner for at least 5 mins. Run cleaning brush through channels, wipe/scrub outside of scope. Flush again with enzymatic cleaner, then flush with water. (At least 90 mls each time) pressure check scope. Flush and soak in a standing tube filled with either cidex opa or metricide28 depending on what¿s in stock. Cidex opa= 12 min soak metricide28=45min soak flush with air to get cidex/metricide out, then flush with water, then flush with isopropyl alcohol. Hang and attach flow-by oxygen through all channels until dry. Hang in cabinet.

Manufacturer narrative:
This report is being updated to provide additional information received from the customer.

Event description:
Update: additional information provided by the customer. We had the dates wrong. There was only one procedure for which this scope was used between (B)(6) and (B)(6): on (B)(6): (B)(6) (feline) balloon dilation w/rhinoscope for nasopharyngeal stricture. Assessments: marked ulcerative lymphoplasmacytic neutrophilic eosinophilic rhinitis with mast cells bilaterally stertor: r/o rhinitis, neoplasia, infectious, stenosis, foreign material, nasopharyngeal disease, other feline herpes:pcr positive.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing (see b6), the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the loaner label and name plate were worn; however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing when olympus culture tested the subject device. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.